Event description:
Cook instinct endoscopic hemoclip handle would not open easily during a case. User immediately discontinued use of product and replaced with a new endoscopic hemoclip without difficulty. No harm to the pt. Lot number removed from stock.